Event description:
It was reported that the delivery rate decreases considerably after half the bag is delivered. The customer tested bags of different sizes and these were the results: full(1st half) 1liter bag (time for 1 liter delivery) 1min, 24sec; half full (2nd half) 2min, 12 sec. Full(1st half) 500ml bag (time for 500ml delivery) 44sec; half full (2nd half) 1min, 28 sec. Full(1st half) 250 ml bag (time for 20ml delivery) 20 sec half full (2nd half) 39sec. No patient involvement was reported.

Manufacturer narrative:
Other, other text: a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Two pressure cuffs were returned in good condition. The reported problem was not duplicated during functional testing. The complaint is not confirmed. Calibration and preventive maintenance were performed. E4 is unknown.